Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent slipped off its balloon as it was entering a sheath. The sheath was a 6fr cook. As soon as the stent touched the entry point of the sheath, it dislodged from the balloon. The stent was immediately replaced with another, the same size, and successfully went through the same sheath. There was zero harm done to patient. The sheath was inserted into the common femoral artery, but the stent never made it inside of the sheath. The device was prepped with standard heparin to saline and then handled with a dry ray tec. A rosen wire was in the sheath.

Manufacturer narrative:
Analysis: the returned device was inspected to determine the cause of the event. Upon opening the returned device the original packaging had been discarded. It is noteworthy that this report was received 1 day prior to the device expiring in the field. The stent had been dislodged distally off the balloon. The details indicate that the stent was dislodged while attempting to pass the stent through the valve of the sheath. In this instance it would have pushed the stent up towards the manifold of the product proximally. The crimped stent leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped to the balloon. The stent crimping impressions were clearly visible indicating that the stent was properly crimped and not loose on the balloon at the time of manufacture. The diameter of the stent was measured and found to be the correct diameter as compared to the other devices produced and measured during the lot qualification process. The introducer sheath used in the case was also returned. The sheath was in good condition and there were no signs of damage. As part of the catheter lot qualification where the v12 product is performance tested a total of 59 stents were passed through a 6fr introducer sheath without any issues noted within the device history records. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra laterally over the iliac arch through a 6fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. None of the samples tested had an issue regarding stent securement. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the review of the complaint details, the returned device and review of the device history records, atrium medical cannot determine how the stent dislodged.

Event description:
N/a.